Manufacturer narrative:
The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error was noted during testing or found at the formatted history file. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm drive count/time value (pump error 37). Customer's blood glucose at time of incident was unknown. The customer received the alarm on the pump on two occasions. The customer was advised to return the insulin pump and we are sending replacement.